Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act and up.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keypad was not functioning. Customer stated that the escape button on insulin pump was not working as customer was not able to get the low reservoir alarm off the screen. Customer stated that she tried to pressed the escape button to clear an alarm on her insulin pump after pressing the escape button on her insulin pump had taken few minutes. Customer reported that the time clock was advanced. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.